Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline infection. Cultures were positive for pseudomonas aeruginosa. The patient experienced severe pain at the driveline, and had thin skin overlying an abscess cavity. The abscess was lanced and purulent discharge with granulation tissue was observed. A CT scan of the abdomen on (B)(6) 2018 showed increased subcutaneous thickening and stranding around the driveline with a possible small abscess just at the skin exit site. Surgical debridement of the driveline site was performed and a vacuum assisted dressing was applied. The wound was still granulating when it was inspected on(B)(6) 2018. The patient continues with vacuum assisted dressings and ongoing antibiotics. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.